Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to a low out of range pace impedance measurement on the right ventricular (rv) lead. There was no oversensing noted on the presenting electrogram (egm). This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).